Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. One haptic was broken in the gusset area (not returned). The optic was torn/split/cracked (possibly cut) into pieces. The optic edge was chipped with lens material missing (not returned). The account indicated the use of a qualified associated cartridge and handpiece. The viscoelastic indicated is not qualified for use with this lens with any of the qualified lens/cartridge combinations. The reported lens damage was observed. The root cause for the reported complaint may be related to a failure to follow the instructions for use (IFU). The viscoelastic indicated is not qualified for the lens/cartridge combination used. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The product has not been received to evaluate. File will be reopened when product is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that while positioning the intraocular lens (iol) during implantation procedure, it appeared that a section of the iol was missing. Therefore, the lens was cut into two pieces and removed. The surgery was completed using backup lens. There was no patient harm. Additional information received stated that the iol was cut into two pieces and removed from patient's right eye.